Event description:
It was reported that during an intervention to treat a lesion on the mid-ramus, predilatation was performed. As the 2.5 mm x 18 mm rx multi-link 8 and guiding catheter were being advanced, a resistance was felt at the lateral ramus. After advancing again, the guiding catheter and stent delivery system moved back toward the femoral access. A complete separation of the hypotube was seen at the proximal end of the guiding catheter outside of the patient. The guiding catheter and the separated part of the stent delivery system were both removed from the patient. A like multi-link 8 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant and on the balloon, which is consistent with the device being advanced inside the patient. There was contrast visible in the inflation lumen consistent with preparation of the device. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube, including the jacket material, was separated. The fracture faces at the separation were oval shaped, indicating that the hypotube bent or kinked prior to fracturing. Both ends of the separated jacket material were also jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). There were multiple kinks and bends noted in the hypotube distal and proximal to the separation. However, since the additional kinks/bends were not originally reported in the case description, this damage likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. In this case, as there was no report of any damage noted during inspection prior to use, this suggests that a product deficiency did not contribute to the reported difficulties. The lesion was also heavily calcified and likely contributed to the reported difficulty crossing and shaft separation. Reportedly, the delivery system was advanced against resistance during attempted advancement. It should be noted that the instructions for use (IFU) state: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system component. In this instance, the sds likely interacted with the calcified lesion during advancement such that as force was applied against resistance, the shaft fractured and separated as a result. A review of the lot history record for the reported lot was performed and did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. There does not appear to be any indication of a lot-specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).